Event description:
It was reported that the bottom part of the instrument fractured. It was discovered after surgery during sterile processing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The provided photo of the instrument exhibits signs of use (nicked or gouged) and the post feature has cracked. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.